Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution , not irrigating the site with antibiotic solution before closure, using inappropriate tools, not using antibiotics pre-operatively, and multiple tunneling attempts have been ruled out as potential causes. However, the patient was in a hot tub following surgery. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is due to patient non-compliance as they went in a hot tub after the implant (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness, soreness and a small opening at the incision. Antibiotics were prescribed, the incision was cleaned with alcohol pads and covered with dermabond, and an explant procedure was planned. However, the procedure was canceled as the patient no longer showed signs of infection. The patient is doing good, there are no signs of infection and they are wearing the device.